Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty surgery due to some unknown reasons. Intra-op, a tiny amount of bone cement extravasation occurred into the left sided of t10-t11 neural foraminal space.